Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(6). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(6). Approximate age of device-11 months. (B)(4). The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that patient was admitted to the hospital due to worsening driveline drainage despite taking antibiotics. The patient¿s white blood cell (wbc) count was 13.8 x 10^6/ml on admission from 5.6 x 10^6/ml taken on (B)(6) 2017. The patient¿s culture grew pseudomonas aeruginosa. The patient experienced shortness of breath, tachycardia, fever, and increasing oxygen requirement, and the was assessed for sepsis. The patient¿s lactic acid was up to 3.2 mmol/l. The patient was transferred to the intensive care unit (ICU). No additional information provided.

Manufacturer narrative:
A specific cause for the patient''s infection could not conclusively be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.